Event description:
Kinked arterial blood line noted in arterial blood line coming from arterial end of dialyzer. Spun hematocrit done with cherry red serum noted, positive for hemolysis. Pt asymptomatic at first but approx 45 mins to 1 hour later complained of epigastric pain.